Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called in to report hospitalization of patient due to low blood glucose levels. Spouse stated that that customer's glucometer had not been working properly and caused him to be treated with too much insulin, leading to the customer entering into a diabetic coma. Customer declined troubleshooting and perceived the issue to be the glucometer. Blood glucose level at time of hospitalization was 46 mg/dl. Nothing further reported.